Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024.

Event description:
It was reported that patient ipg failed. The patient underwent implantable pulse generator (ipg) replacement. Explanted device will not be returned per facility policy. There were no reported complications postoperatively. Additional information received that the patients ipg was not holding a charge.